Manufacturer narrative:
A ge service representative performed an onsite investigation. The connections on the power motor relay board were reseated. The system was tested and found to be working as intended and put back into service.

Event description:
The customer reported that no x-ray image would display on the system . No pt injury was reported.